Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that they had performed a ptk (phototherapeutic keratotomy) treatment which was planned to remove 50 microns of corneal tissue. The laser achieved only 5 microns of tissue removal. An additional treatment was performed on (B)(6) 2013 to remove the remaining 45 micros. The pt has no symptoms.